Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv587; pabbkbr0 number, and no non-conformance's were identified. Investigation summary: it was reported pull off - suture needle. One winding former with a suture of product code v587, lot pabbkbr0 was received for analysis. During visual inspection of the sample, the suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was detached of the strand. The time of exposure of suture to the environment could not be determined. Additionally, the needle and foil were not returned to determined the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle pulled off at the level of white line ligature ¿.

Event description:
It was reported that a dog underwent an oophorectomy on (B)(6) 2019 and suture was used. The needle pulled off at the level of white line ligature. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and a suture piece of product code jv587 were received for evaluation. Suture remnant was observed into the hole needle and the strand was has begun with the process of degradation. The product code jv587 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil packet was not received for evaluation and a conclusion could not be reached as to what caused the reported complaint. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 5/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.